Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient was "less recharging, screen on programmer she was unfamiliar with and return of pain. The patient said the only thing she can recall is her husband jarring her in the back on the middle of sleeping one night. Impedances run and electrode no. 14 was high and suggested to avoid. Skipped electrode no. 14 and gave a skipped bipolar programming with 13 and 15. The patient was also asked to move around a bit and recheck impedances to see if it would resolve, it did not. The issue was not resolved at the time of the report. Additional information was reported that the patient was given hd programming so she would need a couple days to know, but the rep has not heard from the patient so they assume the reprogramming was effective. Patient had programmer screen that said cannot give desired intensity. Patient had return of symptoms upon checking impedances they were off, attempted to program around electrodes to no eval. Unable to control patient's pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, serial#: unknown, product type: accessory, product ID: 3550-39, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt. Reached out today and said that when she was recharging she got the screen cannot provide desired settings. She is no longer feeling stim. Rep will see the patient in the office tomorrow.

Event description:
Additional information was received from a rep on 2022-12-12. The caller stated that this was the pt's third lead that was giving her an issue. The leads, when implanted, seemed to have normal impedances but over time they all got worse/higher. The caller was with pt today and would attempt to program around the bad contacts. Today the reference of 14 shows all contacts >23k with 12 >40k. When 12 is referenced everything is >23k. The patient's programmer once again said they can not find desired settings. Rep reported that upon meeting with the patient, electrode 12 was yellow. A reprogramming was done to no. 2 to avoid. They were able to capture patient's normal painful areas avoiding 12 and 14.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the rep reported that she met with this patient again on friday, 1/6 and the patient reports her pain is coming back. Rep reported when she met with the patient, electrodes 5 and 11 were out, in addition to electrodes 12 and 14, which were previously out. Rep reports patient stated her worst pain is in her right foot, but she also has pain in her back. Patient reported to rep that she will be getting in injection in her back for the back pain. Rep states she re-programmed patient to target the foot pain. Rep states she met with patient again today and electrode 13 is now out as well.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6); product type lead; product ID neu_silicone anchor; serial# unknown; product type accessor;y product ID neu_siliconeanchor; serial# unknown; product type accessory; product ID 977c165; serial# (B)(6); product type lead; product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID 977c165 lot# serial# va2nt2v024 implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# serial# unknown implanted: explanted: product type accessory product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2022. Explanted: (B)(6) 2022. Product type lead product ID neu_siliconeanchor. Product type accessory product ID neu_siliconeanchor lot# . Product type accessory product ID 977c165 lot# serial# (B)(6). Implanted: (B)(6) 2022. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported taut pathway between the lead and ins and a lack of visible strain relief. Rep noted that the concentration of lead at the base of the lead paddle may have created more loading/strain on the lead body but this is speculative. Rep also mentioned the kinked nature of prior returned leads that were bent in the area where the lead just outside of the header block area, also reflecting pulling or tension along the lead legs. Reps observations were shared with another rep today (during separate phone call) and recommendation for increased strain relief along lead pathway. Rep may call back to discuss in more detail as she had to leave for an appointment. Rep mentioned that recent reprogramming has addressed patient's crps pain well but less so her lower back pain but addressing the pt's crps pain is the higher priority at this time.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device stopped working again about 11:15 pm on sunday the (B)(6). Pt left stim on just on the off chance of therapy returning and over the course of the day on monday there were a couple of times when she felt ¿strong pulses down her leg.¿ after one of those times all three programs were working again. Which it eventually ended up completely not working again that monday. Saw patient today and now electrode no. 8 high as well. Had pt lean forward and back and took multiple impedance checks to see if there was a difference and might be the reason the pt experienced pulses down legs. Impedances relatively the same in all three positions. Np made aware of appt and all things discussed with patient relations and w patient over last half of week. Reprogrammed pt using a.15 and 9 b 15 and 7 and c 15 and 6. Made pt and np aware that if these electrodes go as well I'm unsure if we'll be able to get coverage with remaining electrodes. Additional information received from a manufacturer representative (rep). There weren't any concerns about pt's anatomy playing into the paddle high impedances that the pt has been experiencing. While the pt is a caregiver for her husband (brain injury), pt does not do any heavy physical caregiving - it is more psycho, social caregiving. Pt's target areas for stim are right foot and leg as primary and low back as secondary. The surgeon placing these leads always uses anchors. The rep did not know if there has been any evidence of lead migration between the different leads but rep was going to acct today and will see if she can find any comparisons on lead imaging. Rep saw pt this past tuesday as pt again had a loss of stim and system was showing high imped on 5, 8, 11, 12, 13 and 14 electrodes. Rep was able to re-establish stim for pt's foot thru reprogramming. Additional information received from a manufacturer representative (rep). It was reported the patient informed the rep that program c one of the last three programs she¿s been given is no longer working on (B)(6) 2023 rtg0383163: (rep): no new information was received. Additional information received from a manufacturer representative (rep). It was reported there was significant damage (conductor breaks) that is localized to paddles. There was no damage at anchor sites or body tube leading to paddle and no reported anatomical oddities that would've influenced lead placement. The surgeon always used elevator and sometimes a brain spatula to place leads. The surgeon didn't have any remarkable issues with placing patient's leads. Rep did not that this surgeon always does a "mini" laminotomy when placing surgical leads. He did this with all his patients and there haven't been any issues seen with this. There are no comparative images of lead at time of implant vs lead before explant. There aren't any concerns about there being enough space for lead as this surgeon always does an MRI prior to lead placement to confirm that the pt has enough space to accommodate a surgical lead. This pt had impedances checked both with lead in wens and in the ins prior to closure and there were never any impedance issues noted intra-op when any of these implanted leads. The time between lead placement and issues being seen with therapy/high impedance issues has grown shorter with each lead. 1st lead ~2 months; 2nd lead ~ 1 month; 3rd lead ~ 2 weeks.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2022, product type: lead, product ID: neu_silicone anchor, product type: accessory, product ID: neu_silicone anchor, product type: accessory, product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2022, product type: lead, product ID: neu_silicone anchor, product type: accessory, product ID: neu_silicone anchor, product type: accessory, product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Due to pt¿s electrodes having increased impedances surgeon scheduled surgery to suture lead down to dura. Attempted to reposition lead, checked impedances, still off. Checked lead with wens, still off/high. New lead checked to wens. Impedances wnl. New lead sutured down to dura/anchored and connected to old battery impedances wnl. Pt programmed to comfort after surgery.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), explanted: product type lead product ID neu_siliconeanchor, serial# unknown, explanted: product type accessory, product ID neu_siliconeanchor, serial# unknown, explanted: product type accessory, product ID 977c165, serial# (B)(6), explanted: product type lead, product ID neu_silicone anchor, serial# unknown, explanted: product type accessory, product ID neu_silicone anchor, serial# unknown, explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end of the lead conductor was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 977c165, serial# (B)(6), was returned for analysis. Analysis identified that conductors 7 and 9-15 were broken in the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the lead, model 977c165, s/n (B)(6), revealed that a weld was corroded at the distal end of the lead, and that conductors 8, 9, 10, and 12 were broken in the distal end. Analysis of the lead, model 977c165, s/n (B)(6), revealed that a weld was corroded at the distal end of the lead, and that conductors 7 and 9-15 were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.